Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer called for the last 3-4 weeks and crashed her car on (B)(6) 2017. The customer's blood glucose was 6.1 mmol/l. The customer stated that she crashed her car and fell over when she was playing golf. The customer also collapsed a few times due to hypoglycemia. The customer has reduced their basal levels and believes the issue is due to the infusion set recall. The customer mentioned that she was driving at the time of the accident and mounted the pavement, which ruined the curb. The customer almost hit a (B)(6) year-old and also had a low blood glucose level under 2.2 mmol/l. The customer does not know if she changed the infusion set that day of the incident. The date on the insulin pump was checked but the customer did not want to change the date on the insulin pump. The customer was advised to contact their health care provider to discuss possible causes of low blood glucose levels. No product will be returning for analysis.